Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx closure device were selected for use. The physician obtained right femoral vein access with a starter sheath and pre-closed with a perclose, using standard technique. The versacross connect wire was advanced to the superior vena cava (svc), and the short starter sheath was exchanged for the watchman double curve access system sheath plus the versacross connect dilator. The inter-atrial septum (ias) was difficult to visualize on transesophageal echocardiography (tee) so the implanting physician obtained a second venous access and advanced an intracardiac echo (ice) catheter to visualize the ias for transseptal puncture. The versacross connect wire was advanced to the left upper pulmonary vein, and the watchman double curve sheath was advanced to the left atrium (la). The ice catheter, versacross wire, and dilator were removed. A standard pigtail catheter was advanced to obtain la pressure then direct to laa for angiogram. When the physician stepped on the fluoroscopy pedal to watch the advancement of the pigtail catheter, air was visualized bouncing around the aortic arch. The patient did not have immediate st elevation or change in blood pressure. A laa angiogram was performed, and the 27mm watchman closure device was successfully deployed into the laa with the first deployment. The patient then had a slight st elevation while the 27mm watchman closure device was being evaluated. The st elevation resolved by the end of the procedure. The patient received a small amount of neosynephrine from anesthesia to support their blood pressure. Vital signs remained stable and resolved prior to the patient leaving the procedure room. The patient was admitted overnight for observation, but no further issues were reported. The patient was discharged home the next day.